Manufacturer narrative:
Based on new information received, the unit was placed too close to an mr magnetic field causing the system to fail. This is a use error. The user manual states that the system is designed to be used outside the 100 gauss magnetic field perimeter. The reporting decision is changed to not reportable because user error caused the system malfunction.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. A proposal for repair was sent to the customer. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit did not pass a leak test during checkout. There was no report of patient involvement.